Manufacturer narrative:
The patient underwent a trial and wear experience in which the they were able to experience the positioning of the system before being implanted. Patient agreed to the location of the system prior to implant and based on that trial and wear experience. Revision was performed per the patient request only and not due to any medical necessity or failure of the system. After the revision, a nalu representative worked with the patient multiple times to reprogram the device to improve pain relief. Field assessment found that all nalu components were connecting and communicating well and the system was performing as expected. Ultimately, the patient was not satisfied with the perception of the level of pain relief and requested to remove the system. There is no indication of any system or component failure. It is possible that repositioning the system caused the stimulation to be delivered to a slightly different area and reduce the level of pain relief.

Event description:
Patient was implanted with a nalu spinal cord stimulator system on (B)(6) 2022 to treat lower back pain. On (B)(6) 2024 a surgical revision was performed to move the implantable pulse generator (ipg) to a more lateral position on the lower back, making the location more accessible for the patient to place the therapy discs. The existing implanted leads remained in use with the addition of lead extensions in order to connect to the ipg at it's new location. The existing ipg remained in use after being repositioned. On (B)(6) 2024 a nalu representative was informed by the physician that the patient had statd the nalu system was not effective and requested to remove it. Per the physician, the nalu system was explanted on (B)(6) 2024.